Manufacturer narrative:
A review of the device history record/ further investigation has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of hematoma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "hematoma", "patient developed a fever", "breast is red, hot and swollen" which was determined to be an mrsa infection. Operation was performed approximately 3 weeks following implant to address the hematoma and another operation occurred one week following for the infection. The device has been explanted. The record is for unknown side.

Event description:
The record is for right side.